Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not hold charge) has been confirmed. Upon investigation the battery was unable to charge or power up a test monitor. The cause for the battery failure was isolate to damaged p1 controllers. The conductive connections to the p1 controllers. The conductive connections to the p1 pas was broken. The root cause for the damage could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery would not hold a charge. The patient was issued a replacement battery pack.